Event description:
During an elective laparoscopic cholecystectomy, the applied medical clip applier jammed after 7 clips were fired, usually fires 20 rounds. Another clip applier was used. No harm to the pt.